Manufacturer narrative:
The mayfield skull clamp (a2114) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: evaluation was unable to conclusively verify customer information as valid. The skull clamp passed all specific functionality testing. All items pass inspection. Unit will be returned to customer without needing any repairs. Root cause: complaint not confirmed, no issues observed. Unit passes all specific functionality testing. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the pull pin on the mayfield infinity xr2 skull clamp (a2114) was not working properly, and the side lock was sticking in the locked position. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.